Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the top of the reservoir compartment is damaged. The customer stated that there is a crack and plastic is missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window. No missing reservoir tube o-ring noted.